Manufacturer narrative:
Date of event: estimated as (B)(6) 2020 as the date of event is unknown, but journal was released in 2020. Implant date - estimated as (B)(6) 2020 as the date of event is unknown, but journal was released in 2020. Journal article: senoo, maiko, et. Al., "echocardiography to support structure intervention", structure intervention, vol. 274, no. 6, 2020: 11 (7) p. 762 - 770.

Event description:
It was reported via literature that a cardiac tamponade and device embolization occurred. Watchman cases were evaluated to analyze significant complications related to the procedure. It was identified that significant complications of this procedure include device dropout and cardiac tamponade. The incidence of each of these cases is as low as 0.2% and 0.3% to 1.0%.